Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the nurse reported that the clip was used for endoscopic marking in the colon but was unable to say where exactly. An inspection of the clip device was done prior to inserting into the scope and it looked fine. The clip was then attempted to be deployed and pulled the handle back; however, there was no double click and no tactile feedback. It was also seen on the screen that the clip did not release from the catheter deploy and the scope was in a retroflex position. The nurse tried a couple of times to deploy the clip, but still it was obviously not deploying. The procedure was successfully completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.